Event description:
It is reported that the driver broke while reaming the humerus.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the straight driver has an approximate field age of 7 months. The b/f shoulder surgical technique states on page 10 "when removing the counterbore, do not pull up in line with the shaft of the driver. Instead, pull up in line with the axis of the humeral shaft." It is unk how the counterbore was removed. Removing the counterbore in line with the shaft exposes the reamers to a bending moment, which could cause it to fracture. However, with the provided info an exact cause cannot be determined at this time. Due to the location of the fracture, the counterbore cannot be removed from the driver. Device history records indicate all components were manufactured and inspected to specification.